Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they already had an appointment with healthcare provider (hcp) and they readjust it the therapy because early on it was not doing anything. Patient mentioned they had one good day and one bad day, but now they were on day 4 with no leakage. Patient also mentioned they feel pain in their rectum and a little bit of pain in the vagina. Patient said they don't know if that's from the pulsing or if there's something else going on, but it's working. Agent asked, patient said the pain did not start until after the device was put in. Patient then said their rectal area was irritated because of that and it was itchy, and the rectal site was itching extremely bad and had a lot of itching going on. Patient was still having leakage. The irritation a nd chafing was better and was gone, but there was still a pain and it feels kind of like the same pain when they were adjusting it and they were told to let them know when they feel it. When asked for event date, patient stated that it was after the ins was implanted, patient mentioned also hurts when they have a bowel movement not unbearable. Agent reviewed with patient that it was better to wait until they can see their doctor to see if their symptoms can change with a different program. The patient was redirected to their hcp to further address the issue. Patient has a follow up appointment with hcp on may 30th. Patient reported that they had to go back to their doctor because they were having problems with the incision site.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the stimulation being pulsing was determined. The most likely cause of the event was due to the too high voltage. When asked about the steps taken to resolve the issue, the hcp stated that the patient was given re-education and reprogramming was done.